Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a basic evaluation trial patient who was using an external neurostimulator (ens) for urge incontinence and urgency frequency; the trial began (B)(6) 2020. It was reported the trial patient's charging port on their programmer was loose and it took longer than it should for the programmer to charge. They wanted to make sure the device was working because they weren't feeling stimulation. After the programmer was checked, they confirmed no communication nor other error message had come up. The following day, the patient reported the charger did not charge the programmer because the cord wiggled when plugged in. They had to constantly go to the restroom to void yesterday because they were not emptying their bladder completely. They spent two hours going back and forth to dribble. They noted they never felt stimulation on the right side, and had a communication error for a couple of seconds, but it went away on its own. It turned the therapy off. The patient was able to increase stimulation back to 1.7 volts and was comfortable.